Event description:
A nurse reported, the system turned off by itself. The system was rebooted and then displayed an error message. The system was switched out and the case was completed. Additional info, received from the company service representative, indicated the surgical nurse stumbled on the electrical wire and the system turned off. When the system was rebooted, it would not pass testing. The service representative suggested, via a phone call, for them to switch the cassette and retest the system. The system then functioned fine.

Manufacturer narrative:
The field service engineer (fse) reported that the surgical nurse stumbled on the electrical wire and the equipment turned off. When rebooted, the equipment did not accept the surgical test, so they switched systems to complete the procedure. When the fse contacted the customer, he suggested to switch the cassette to perform the surgical test. After that, the system was okay and the case was resolved by phone. Although, there was no sample returned for eval, the root cause for the reported issue of a loss of power is attributed to the nurse stumbling on the electrical wire. The root cause of the reported system message is unk with no sample returned. However, the system message was addressed after replacement of the cassette. Further investigation for the cause of how the cassette became nonconforming could not be determined without a sample return. (B)(4).